Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston of the insulin pump was loose. The device was not dropped. Blood glucose level was 16.4 mmol/l at the time of the incident. No troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Drive/ motor was inspected and no drive/motor anomaly was noted. Unit was received with faded serial number label, scratched case, minor scratched lcd window and damaged keypad overlay texture.